Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Photos were provided depicting the product and the reported issue to the manufacturer. No physical samples were provided for evaluation. Although no physical samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # (B)(4)]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we have a product concern with the bloodlines sl-2010m2096. Over the past week we have had continuous clotting issues with the lines, primarily with one specific lot number, but one or two with other lot numbers. The issue description I received is that where the line connects to the needle, the arterial side is drawing air into the lines causing the dialyzer to fill with air and clot. Some venous side connections have also been reported to be leaking. The team also notes that previously they were able to tighten the connections but with this batch they are not.